Event description:
On 4th march 2025, it was reported by an arthrex employee via email that for an ar-6410, arthroscopy main pump tubing, was not detected at the console. Water was unable to run through. This was detected during a left ankle arthroscopy on (B)(6) 2025. The case was completed successfully by opening a new ar-6410. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.